Event description:
It was reported since implant that patient had had pain from the scar tissue from putting in the device. The patient had pain cream and patches but they had not really helped. It was noted the patient took percocet, morphine sulfate, and valium but he had been taking those for a long time prior to getting the implant. It was reported when the patient had the surgery, they stuck the tube in his scrotum wrong. He now gets false erections, he cannot have intercourse and it caused scar tissue damage. The patient¿s doctor had seen it, the stimulator would cause false ejaculations at night and it messed up his scrotum and it could not be fixed without surgery. It was noted it also hurt for the patient to urinate and he had been in bed for the past week. The patient was getting depressed and it was upsetting. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID: 37092, lot# 284190002, implanted: (B)(6) 2011, product type: accessory. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).